Event description:
Event: placement of stents in graft. Event details: during placement of the endograft a 45-90 degree rotation was observed. Bilateral wall stents were placed. The graft was successfully implanted.